Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he cut his finger while making dinner and used the cut blood to test and got a reading of 498 mg/dl. He stated that he treated with a bolus and then checked the blood glucose again and it was at 197 mg/dl. Customer suspended the bolus and removed the reservoir. The blood glucose was brought down to 163 mg/dl. Customer was advised to rewind the insulin pump before replacing the reservoir. Nothing further was reported.